Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2023 while having normal bg level. The user's complaint could not be confirmed as there was no corresponding calibration entered at the time of the event. The user didn't seek medical treatment and didn't need to take any actions since the bg was in normal range as stated by the user. This event occurred two days after the insertion, when the sensor was still stabilizing after the insertion procedure. Sensor readings showed improvement in matching calibrations during the two weeks following the early wear adjustment period. The user is currently using the system and receiving up to date glucose information. No further resolution was found necessary for this complaint. B4. Date of this report 26 september 2023. G3. Date received by manufacturer 01 september 2023. G6. Investigation findings updated to 213. G6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user reported receiving low glucose alert by the system, but his blood glucose level was normal on his bg meter.